Event description:
Customer reports seeing wisps of smoke coming off of the advantage system; she does not recall if the meter felt warm to the touch or not. No adverse event reported. Requested return of suspect device, however, meter was discarded; replacement was sent.